Manufacturer narrative:
Concomitant medical products: 694758, lead; 407652, lead, implanted: (B)(6) 2008.

Event description:
It was reported that there was a systemic drop in all measured impedances and all pacing thresholds with a reduction in r-wave and p -wave amplitude. The right ventricular (rv) lead alerted for low rv defib coil impedance. It was noted that these measurements corresponded with the patient's radiation therapy and chemo therapy. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.